Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation: device history record - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected, biological debris inside the valve. The valve was hydrated. The valve failed the test for programming and flushed, valve occluded. The valve could not be tested for leak, reflux and pressure due to occlusion. Biological debris was noted on the rotating construct, on the helical spring, on the cam/ball arm assembly, on the ruby ball, and on the seat of ruby ball. The root cause for the problem reported by the customer is due to biological found on the rotating construct, and on the helical spring on the cam/ball arm assembly, on the ruby ball, and on the seat of ruby ball.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The certas valve was not received for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
1 of 2 reports. Other mfg report number: 1226348-2020-00226. A facility reported the certas valve was occluded with blood. The certas plus small (828810pl) was implanted via vp shunt on (B)(6) 2020, also using bactiseal catheters. On (B)(6) 2020 the patient was taken back to the or to replace the proximal catheter because of an occlusion. They replaced the proximal catheter with another 823073 bactiseal catheter. Everything seemed to be fine for about a month when the patient started having complications once again; she was lethargic, bulging fontanelle, fluid tracking along the shunt. They went back in and found the proximal catheter and certas plus valve to be occluded with blood. On (B)(6) 2020, the proximal catheter and certas plus valve were explanted, saved and new components (another bactiseal catheter 823073 and certas plus small 828810pl) were implanted.